Event description:
Customer reportedly received the following results on the compact plus system: 18 mg/dl, 66 mg/dl, 82 mg/dl, 103 mg/dl, 95 mg/dl, 212 mg/dl, and 84 mg/dl. Five minutes elapsed between each reported value. Customer self treated with glucose tablets and a bowl of cereal after result of 18 mg/fl was obtained. No adverse event reported. Requested return of suspect device and replacement was sent.